Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, customer continued to use the pump for insulin therapy.